Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified administration set leaked "maintenance fluid" during an unspecified process step. The reporter stated that the distal end of the tubing was found to be separated from the distal y-site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the tubing was separated from the clearlink y-site. The reported condition was verified. The cause of the condition was determined to be due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.